Manufacturer narrative:
H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the gii ps hi flex isrt sz 3-4 13. Therefore, no investigation is deemed for the other devices. Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Repeated assembly and disassembly of the modular components could compromise a critical locking action of the components. Surgical debris must be cleaned from components before assembly. Debris inhibits the proper fit and locking of modular components which may lead to early failure of the procedure. Modular components must be assembled securely to prevent disassociation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka was performed in (B)(6) 2023, during which a gns ii cmt tib size 4 left, a legion ps femur, and a gii ps hi flex isrt sz 3-4 13 were placed, the patient experienced poly dissociation. The surgeon stated that the locking mechanism of the genesis ii baseplate is very robust; however, he ensured during the surgery that the poly was properly locked in. It is unknown how this adverse event was treated. The patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.